Event description:
A surgeon reported that following intraocular lens (iol) implant surgery on post-operative day eight, the intraocular lens had to be repositioned. The surgeon reports that the lens malpositioning was a physical error and that the lens moved post-insertion due to residual viscoelastic left in capsular bag. Viscoelastic was removed, and the lens was rotated without complications.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints in the lot. Add'l info was requested on 03/20/2007by phone and on 03/22/2007 by mail and fax. A partially completed questionnaire was received 03/29/2007.